Manufacturer narrative:
The event was originally evaluated and deemed not reportable based on the info that our device was attached to an existing flixene graft described as functioning but not usable due to central venous stenosis. This event was re-evaluated after a similar incident was determined to be an MDR following receipt of add'l info in that case. In this case there is a possibility that our device resolved the pt's outflow issue which then uncovered an inflow problem. Since the hero outflow decreases blood flow resistance, this will uncover other vascular issues in pts with possible inflow or outflow problems (disease of forearm and hand vessels) leading to development of steal syndrome. Multiple attempts were made to get add'l info concerning the pt's history and possible causes of the pt's symptoms. No reports were ever made available. There is also no info on what interventions were performed prior to explant of the device. Therefore, we are unable to confirm the relationship of the device to the pt's symptoms but steal syndrome is a known inherent risk following vascular access device implants, especially in pts with co-morbidities.

Event description:
A hero vascular access device was placed in pt for dialysis in 2009. The graft portion was cut and connected to an existing flixene graft. Fistulogram confirmed flow and the arterial anastomosis was patent.